Event description:
It was reported to philips that the device failed to perform its co2 calibration. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the cause was traced to a user error of the customer not correctly performing the co2 calibration. Based on the conclusion of the evaluation, it was determined that this was a malfunction due to user error. The calibration was correctly performed to resolve the reported issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device failed to perform its co2 calibration. There was no patient involvement.